Event description:
A male patient underwent aaa repair in 2007. Procedure went as labeled, but on final angio a type iii endoleak was noted. The area was ballooned with a molding balloon, but this did not resolve the leak. The physician elected to observe the leak.

Manufacturer narrative:
Evaluation: still under investigation.